Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. For the reported event, the device was not returned for evaluation; therefore, the investigation is inconclusive for retrieval difficulties and filter thrombosis as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model md800j filter had thrombus present around the filter. An attempt to retrieve the filter was unsuccessful. This report was received from one source. The event involved a patient with no known impact to the patient. The female patient¿s age and weight were not reported.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j vena cava filter allegedly had thrombus present around the filter and was unable to be retrieved.this report was received from one source. This malfunction involved a patient with no known impact to the patient. The female patient¿s age and weight were not reported.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed.the device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is inconclusive for the alleged retrieval difficulties and occlusion of the ivc filter as no objective evidence has been provided to confirm any alleged deficiency with the filter.based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.